Event description:
It was reported that the patient had a history of crohn's disease and cancer, with extensive problems and pain with the colon/intestines. The patient reported never having adequate therapeutic effect since the pump was implanted. The patient reported a discrepancy in volume at the most recent refill; that the physician aspirated more than what the polarimetry said, but specific volumes or details were not provided. A catheter patency study was performed and everything was noted to be patent. A computed tomography (CT) scan was also performed and it was noted that "there is still the thoracic region and some in the lumbar region". The patient was "in house" at one of the hospitals and was being followed by a neurosurgeon. A roller study was also performed and no issue was found; however, they incorrectly programmed the bolus at the roller study for 0.001 ml instead of 0.01 ml, so the plan was to complete the roller study again. The patient was given a therapeutic bolus, but there was no response to the bolus. It was noted that the patient may not be responding to the medication as there was no obvious problem with the pump or catheter at that time. The pump system was be ing used to deliver infumorph. It was additionally reported that the final outcome of the roller study was that the catheter was patent; the roller did not move. The patient was noted to be doing "okay", and that the pump would be sent in after the case. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that for the first week or two after implant, the patient had some relief, but then it stopped working. Following that the patient had severe pain and had been to the ER quite frequently between january and march. Around (B)(6) or so, the patient was hospitalized for 8 days. The pump was explanted. As of (B)(6) 2013, the patient was still waiting to get approval for a new pump. The patient was hoping it would be soon as she was in severe pain and unable to manage the pain without the pump.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8840, serial#: unknown, product type: programmer, physician. (B)(4).

Event description:
It was later reported that the patient had been scheduled for re-implant on (B)(6) 2013.